Event description:
Nurse informed sales rep that distal part connected to rasp is broken. Customer had another rasp to finish the operation.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.